Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/04/2025, a sales representative reported via (B)(4) that an ar-9530s-03 univers reverse trial broke during a case. The instrument was used correctly, but the small holes inside the trial malfunctioned due to normal wear and tear. The case was completed without any adverse impact, and no extra time was added to the case.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the photos provided which shows wear and tear damage marks to the ar-9530s-03 arthrex univers revers, trial humeral insert 36 +3. Please reference photos attached. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear. Dfu-0023-eo: repeated processing has minimal effect on these devices. End of life is normally determined by wear and damage due to repeated use and/or reprocessing. The user assumes liability and is responsible for the use of a damaged or dirty device.